Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional multi link 8 devices are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a patient with triple coronary disease. For the first lesion, it was a de novo, 80% stenosed, diffuse lesion in the left anterior descending (lad) artery with moderate calcification. A non-abbott guide wire and a hi-torque (ht) pilot 50 guide wire were advanced to the lad and left circumflex (lcx). Pre-dilatation was performed from middle to proximal lad using a 2.5x30mm non-abbott balloon. The 2.5x38mm multi-link 8 stent delivery system (sds) was advanced through the left main and resistance was felt. It was noted that the stent shaft was kinked and when the physician tried to push forward with more force, the stent shaft separated. The sds and separated shaft were simply withdrawn. There was no resistance during withdrawal. Pre-dilatation was performed again using a 2.75x30mm nc trek balloon. Another 2.5x38mm multi-link 8 sds was advanced with a non-abbott guide catheter and passed through the left main with difficulty. The shaft separated again after it was pushed with more force and the sds and separated shaft were simply withdrawn. There was no resistance during withdrawal. A non-abbott guide catheter was advanced to the middle of the lad and another 2.75x38mm multi-link 8 sds was advanced with some resistance due to the anatomy but was implanted successfully. For the second lesion, it was a de novo, 90% stenosed, diffuse lesion in the lcx artery with mild calcification. Pre-dilatation was performed from middle to proximal lcx using a 2.5x30mm non-abbott balloon. A non-abbott guide catheter was advanced to the middle of the lcx and there was difficulty delivering the 2.5x33mm multi-link 8 sds to the lesion. The physician pushed with more force and the stent shaft separated when advanced close to the lesion. The y-connector was removed and retrieved the separated part by simply withdrawing without resistance. Pre-dilatation was performed again using a 2.75x30mm nc trek balloon. Another 2.75x38mm multi-link 8 sds was attempted to be advanced but failed to cross the lesion due to the anatomy. The guide catheter was advanced through the distal end of the lesion and the stent could not advance distally. There were no other issues noted. The sds was withdrawn and the lcx lesion was left untreated. For the third lesion, it was a de novo, 80% stenosed, diffuse lesion in the right coronary artery (rca). A non-abbott guide wire was advanced to the distal vessel of the rca and pre-dilatation was performed using a 2.5x30mm and a 2.75x30mm nc trek balloons from distal to middle. Another guide catheter was used and the 2.75x38mm multi-link 8 that failed to cross in the lcx was re-inserted and advanced to the rca. The stent was implanted successfully. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017: excessive force. A visual and dimensional inspection was performed on the returned device. The reported material separation and deformation due to compressive stress were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the physician pushed with more force and the stent shaft separated when advanced close to the lesion. It should be noted that the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use (IFU), states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.